Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery the patient was highly myopic in the left eye. At day 1 postoperative there was a superficial punctuated keratitis and superior corneal edema. The seidel test was negative and the anterior chamber was calm and deep. The iol was correctly positioned in the posterior chamber. At day 7 postoperative there was superficial punctuated keratitis. The seidel test was negative and the anterior chamber was calm and deep. The iol was correctly positioned in the posterior chamber. On an unknown date postoperatively glasses were prescribed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary. The product was not returned for analysis product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was not returned and not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).